Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that for probably about 2 weeks they have been having problems where the controller will shut off while charging the implant. Patient said they would be able to turn the controller back on after a minute or two, however this morning the controller became unresponsive and wouldn't turn back on. Patient mentioned that they had already tried resetting the controller and unplugging and plugging the recharger and ac power cord back in. Patient confirmed they see a green light on the ac power supply. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Controller is 20% and implant is 80%. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.